Event description:
In 2000, the surgeon informed the MFR's (MFR) sales representative of the following: the device/catheter needed to be removed and replaced. It appears that there is a tear/leak in the catheter. The device would be removed in 2000 and replaced with a new device. No further details were provided.